Manufacturer narrative:
(B) (4): implanted device remains.

Event description:
Per the audiologist, after an injury to the head, the patient reportedly is experiencing pain when using the device and therefore will not wear the device. More information has been requested but was not available at the time this report was filed march 10, 2010.